Manufacturer narrative:
(B)(4). This complaint is for a leak issue. The complaint is not confirmed and the assignable cause is undetermined because the disposable set was not returned to baxter, lot number was not provided for batch review and user did not describe any types of use errors or other issues that might have caused the leak.

Event description:
A customer contacted baxter's technical service center reporting a leak during a reload set 202 in prime on the home choice (hc). The home patient (hp) stated he had noticed solution leakage around the machine when the alarm occurred and restarted the setup using the same disposables and the alarm repeated. The technical service representative (tsr) instructed the hp to cycle the power to press go to start so the hp could start over with new supplies. The tsr explained the alarm and assisted to restart the setup with new supplies. During a follow up call with the hp on (B)(6) 2012 regarding the leak with the disposable. The hp stated he set the homechoice (hc) up and the hc was priming. He then went into another room, within about 10 minutes he heard the hc alarm. The hp stated there was a reload set alarm and solution on the floor. The hp stated he was not sure where the set up was leaking from, but he knew that it was not the solution bag itself. Product surveillance (ps) advised the hp to start over with new supplies and not reuse supplies as there is a risk on contamination and the hp understood. The hp stated he started over with new supplies, the hc primed and the hp completed therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.